Manufacturer narrative:
Additional information: b5, e1, g3, h2.

Event description:
During a redo atrial fibrillation procedure, a pericardial effusion requiring surgery to resolve. Ablation was being performed on the inferior aspect of the lipv and when reaching the ridge, the patient became hypotensive. Using the ice catheter a pericardial effusion and a perforation at the anterior side of the left atrial appendage was confirmed. A pericardiocentesis was performed and the patient was moved to the coronary unit to be monitored. Hours later, the bleeding had not stopped, so the patient was taken back for cardiac surgery. The patient has since been discharged. There were no alleged performance issues with any abbott devices.

Event description:
During a redo atrial fibrillation procedure, a pericardial effusion requiring surgery to resolve. The patient became hypotensive and using the ice catheter a pericardial effusion was confirmed. A pericardiocentesis was performed and the patient was moved to the coronary unit to be monitored. The bleeding did not stop so the patient was taken back for cardiac surgery.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.